Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based the customer service representative (csr) documentation, since the patient was unable to be reached by phone to obtain additional information. The patient reported that the alleged issue began 5 or 6 months prior to contacting lfs. On an unspecified date/time, the patient claimed she obtained an alleged high blood glucose reading in the '22 mmol/l' range. The patient informed the csr that she manages her diabetes with insulin (self adjuster); however, it is not known what action the patient took in regards to her diabetes management in response to the alleged inaccurate results. On the morning of (B)(6) 2010, the patient reported feeling sweaty. In response to the symptom she claimed she self treated with food and/or drink. It is not known when the patient last tested with the subject meter or if she had made any adjustments to her insulin regimen prior to the onset of symptoms. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurate high readings with the subject meter.

Event description:
Reportedly, the device was explanted at implant. The replacement device was not reported. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Customer letter not required. DHR review has been started. This was determined reportable per edwards lifesciences procedures. Device will not be returned. Discarded at hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.